Event description:
A cartridge change error was reported involving the pump. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, attempted various troubleshooting steps, including inspecting the cartridge and its components. Eventually, with assistance from technical support, the customer successfully loaded a new cartridge and resumed insulin delivery.